Event description:
Customer reported table moverment is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and repaired the foot switch cable, and replaced a blown fuse. System operates as intended. This MDR is related to ge healthcare complaint number.